Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched and damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead exhibited low impedance, high thresholds and intermittent sensing. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.